Event description:
An unspecified malfunction was reported by the customer using a pump distributed by (B)(4) in france, and the incident occurred on march 16, 2026. There was no reported impact on the customer's blood glucose level. The pump will not be returned, and no further corrective actions or additional information are available from the customer or technical support.